Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was confirmed to be unavailable. (B)(4).

Event description:
An optician reported that four dull knives were noted during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information was confirmed to be unavailable.

Manufacturer narrative:
Four opened knife samples with foam blade protectors were received by manufacturing seated correctly inside of package trays for the report of being dull. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are (B)(4) additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming therefore, a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A high complaint rate for the reported lot was noted. An investigation has been completed and action is presently being implemented to reduce the frequency of cutting instrument complaints for dull or damaged blades. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).